Event description:
It was reported that stent damage and deployment issue occurred. The greater than 50% target lesion was located in the calcified superficial femoral artery. A 6x120x120 epic vascular stent was selected to treat the lesion. The patient had 2 previously implanted stents. The physician was trying to put the epic stent in between the two previously implanted stents. During deployment, the first 1cm to 2 cm of the stent deployed fine; however, the center of the stent started to accordion. The stent length was compressed from 120mm to 60mm. Flow was not fully restored. Angioplasty was performed using a 5mm x 100mm mustang balloon catheter for post dilatation of the stent. The blood flow was restored; however, the middle part of the stent remained very condensed or accordion-like. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: over 65 years. (B)(4). Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).